Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that factory had advised that no issue was found on triggering issue. It was also stated that a suspicion of the arrow catheter not communicating with the unit. The unit passed all functional and safety checks to factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a blocked left main patient that presented with decreased left ventricular function/ hypotension, the cardiosave intra-aortic balloon pump (iabp) along with an arrow 40cc balloon stopped delivering therapy to the patient. The patient infarcted then presenting acute onset of chest pain, EKG changes, and arrhythmia. This went on for 4-5 minutes. Site communicated that no alarms sounded. The patient was put on bypass, and became stable. Additional information obtained indicates the patient came off bypass, they swapped cardiosave's and continued iabp therapy. Patient remains stable.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.